Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and was subsequently surgically abandoned. Other than the surgical procedure, no additional adverse patient effects were reported.